Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that "slight cement extravasation occurred outside vertebral body and additional intervention was not required". The outcome was confirmed as no health hazard. According to the report, the physician commented that "the cement extravasation was not related to the bkp products due to patient factor".

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l3 to treat a compression fracture. It was reported that an adjacent vertebral fracture was confirmed at l4 by x-rays 13 days post-op. Reportedly, "the surgeon commented that the fracture was related to the cement." The "fracture at l4 endplate occurred due to the load of the leaked cement into the disk but the fracture did not progress." A corset was used to stabilize the fracture and reportedly, "as a result, the fracture healed without remaining symptoms." No additional treatment was provided to the patient and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient¿s 4 years postoperative crf: the event, fluid accumulation, which occurred at (B)(6) 2015 was deleted and the information regarding it was all deleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient's 5 years postoperative crf on (B)(6) 2017: the patient has reached the end of observation period and observation is ongoing.